Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/09/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: investigation revealed a dim and discolored display screen. A new test screen was inserted and the display illuminated to normal contrast with clear and legible text. Unrelated to the complaint, there was moisture corrosion found in the battery compartment and the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.